Event description:
The customer's pump fell out of his pocket and was run over by an excavator. The pump is crushed and non-functional. The customer's blood glucose was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.